Event description:
It was reported that the user¿s dexcom g7 cgm did not connect to the ilet, resulting in the ilet running offline while the dexcom app continued to display glucose values; the issue was traced to use of an incorrect g7 pairing code, and connection was restored after correcting the code and re-pairing. Symptoms included hyperglycemia with glucose values reported around 320 to 343 mg/dl while steroid treatment for sarcoidosis was ongoing. Outcomes included temporary interruption of automated insulin dosing through the ilet until cgm connectivity was re-established, followed by stabilization of glucose in range. Investigation included remote troubleshooting and education, verification of the correct sensor pairing code, and confirmation of renewed sensor connection. Investigation of this case revealed a user pairing error leading to cgm¿pump communication loss; device function was normal after proper pairing and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.